Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead and guidewire were replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection revealed the stylet was stuck inside the lead, not the guidewire. Additionally, the connector pin and cap were pulled from the lead body. The cause of the reported event was isolated to the bunching of stripped stylet polytetrafluoroethylene (ptfe) coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.